Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer reported the ventilator is running according to specifications, but they will require vyaire's recommendation on the way forward before it can be placed back into service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that a patient passed away while on the vela ventilator. The customer reported the screen went blue and they were unable to change the settings on the ventilator. Also, there was no active alarm. The customer reported manual resuscitation (bagged) was applied to the patient.